Manufacturer narrative:
This report is submitted on march 12, 2019.

Event description:
Per the clinic, the patient experienced infection and extrusion of the receiver/stimulator resulting in the decision to explant the device on (B)(6) 2018.